Manufacturer narrative:
Unit received with button error alarm and had intermittent buttons response due to moisture damage keypad traces. Unit had minor scratched lcd window, scratched case, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.